Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc freestyle libre 2 sensor. The customer reported receiving an unspecified high sensor reading when compared to laboratory results. The customer experienced symptoms described as ¿severe hypoglycemia, tremors, high temperature, and a queasy feeling in the stomach¿ and was unable to self-treat. The customer¿s colleagues treated her with cola and bread rolls and no further treatment was required. The customer had contact with a healthcare provider a blood glucose reading of 300 mg/dl was obtained compared to a sensor reading of 130 mg/dl. It was noted that the laps between the readings were more than 10 minutes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high reading issue was reported with the use of the adc freestyle libre 2 sensor. The customer reported receiving an unspecified high sensor reading when compared to laboratory results. The customer experienced symptoms described as ¿severe hypoglycemia, tremors, high temperature, and a queasy feeling in the stomach¿ and was unable to self-treat. The customer¿s colleagues treated her with cola and bread rolls and no further treatment was required. The customer had contact with a healthcare provider a blood glucose reading of 300 mg/dl was obtained compared to a sensor reading of 130 mg/dl. It was noted that the laps between the readings were more than 10 minutes. There was no report of death or permanent injury associated with this event.